Manufacturer narrative:
. Manufacturer narrative: secondary surgical intervention to remove or replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was later exchanged for a shorter length lens. Cause of the event is unknown with the device not performing as intended. The problem was resolved.

Manufacturer narrative:
B5: there are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. (B)(4).